Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had varying shock impedances between 56 and 105 ohms. An out-of-range impedance of >125 ohms was recorded in the clinical summary data.